Manufacturer narrative:
(B)(4). Damaged pinion axle support the analysis results found that the device was received with the firing mechanism damaged and without reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. In addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was used during a living donor nephrectomy. The 1st firing the device (atw35) was fired and when opened the cartridge remained in the patient. The cartridge (plastic) was in the patient, but the metal part remained in the device. The staple line was formed properly. The cartridge was removed from the patient. The device (ats35) on the 2nd firing the trigger could not be pulled closed, plastic to plastic. When the device was opened, the staple line was some formed, but mostly malformed staples and there didn't appear to be much of a cut line. Another atw35 was pulled, the surgeon transected above the malformed staple line and the case was completed.

Manufacturer narrative:
11/23/. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Vessel, artery and vein. At what location on the tissue? Proximately 4cm from the hiatus. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) First device-1st firing; second device-2nd firing. What color cartridge was being used? White. What other color cartridges were used before and after this event? White. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? First device-no; second device-yes higher when firing. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. What were the patient's pre-existing conditions? Na. Does the patient have any relevant history of surgical treatments? Na. How long has the surgeon been using this device for this procedure (in years)? 3+. Was there a recent conversion to ees devices in this account or with this surgeon? No.